Event description:
It was reported a balloon ruptured on the second inflation during a percutaneous transluminal angioplasty of a shunt. Another balloon catheter used to successfully complete the procedure without patient complications. The device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up indicated this balloon was inflated without the use of a pressure gauge which may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures duirng dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."

Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. H3. Evaluation summary this device was received, evaluated and retained by this MFR. Pressure testing revealed a 1.1 centimeter longitudinal burst located from 1 centimeter distal to the proximal radiopaque marker extending to the proximal end of the proximal radiopaque marker. Scratches were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface, which may have contributed to this event.